Event description:
It was reported that after a da vinci-assisted low anterior resection procedure, a computed tomography (CT) scan revealed a metallic foreign body within the abdominal cavity. Prior to the start of the procedure, the 12-8mm reducer trocar was inspected and no abnormalities or defects were detected. During the procedure the reducer trocar was not subjected to any collision or accidental dropping. There were no complications noted, and the procedure was successfully completed robotically. On postoperative day (pod) #4, the patient developed chills and was subsequently diagnosed with bacteremia, confirmed by positive blood cultures. Upon the onset of sepsis, a computed tomography (CT) scan was performed, revealing an intact anastomosis but also identifying a metal foreign body at the pelvic inlet. After stabilization with broad-spectrum antibiotics, the patient was brought back to the operating room on pod #5, where a diagnostic laparoscopy was performed to retrieve the foreign body; identified as the tip of the previously utilized reducer trocar. It was noted that post-retrieval imaging (e.g., x-ray or ultrasound) was not performed to assess for additional fragments. Following a prolonged hospitalization and a seven-day course of antibiotics to address bacteremia, the patient was discharged and scheduled for ongoing follow-up in the clinic. Despite successful management, the physician indicated that the incident raises concerns about potential unspecified long-term complications for the patient. The surgery was recorded and reviewed by two independent highly experienced robotic surgeons and there was nothing unusual during the procedure. There was no foreign body that was noted on the final exploration before the procedure was concluded; therefore, it is confirmed that the tip of the reducer fell off when the trocar was removed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the computed tomography (CT) scan images provided by the customer, it could not be confirmed if the images show the distal end of the 12-8mm reducer trocar. Review of additional images, confirmed the foreign object is the distal end of the 12-8mm reducer trocar.